Event description:
The pas-port device was used for proximal anastomosis of svg in opcab surgery on (B)(6), 2012. The device firing and deployment was successful. However, 30 to 40 minutes after deployment, bleeding was observed around the pas-port implant site. Dissection by blood pressure was suspected, so the aorta was cross clamped and a proximal-to-distal dissection of the aorta confirmed. The procedure plan was changed to ascending aorta replacement, and that procedure was completed. No patient condition update is available.